Manufacturer narrative:
Corrected data: b5 mets total femur corrected to mets distal femur. G5 k121055 corrected to k121029. Additional manufacturer narrative reported event an event regarding alleged limb length discrepancy involving a mets distal femur was reported. The event was not confirmed. Method and results product evaluation and results: visual inspection of pictures of part of the retrieved device was received. The pictures shows that the distal part of the device (femoral component) is clearly visible and it does not show evident signs of damage, whilst the most proximal part of it is covered by tissue. Clinician review: not performed as no medical records were provided. Product history review: review of the product history records indicate (B)(4) devices were manufactured and accepted into final stock on 03oct2011 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding limb length discrepancy. Lot b9088/001. There have been no other events for the lot referenced. Conclusions: an event regarding alleged limb length discrepancy involving a mets distal femur was reported. The event was not confirmed. The exact cause of the event could not be determined further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
It has been reported the surgeon will revise a mets distal femur.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported the surgeon will revise a mets total femur.